Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high shock impedance measurements of 185 ohms and later 200 ohms. The patient was brought into the clinic and noise could be induced with isometrics. The electrode tip was over the pectoral muscle, and a few isolated oversensed beats could be noted on the subcutaneous electrocardiogram (s-ECG). Subsequently, the patient underwent a revision procedure, and the s-ICD and electrode were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection showed a bubble with a crack in the polycin vorite notch area next to the sense b electrode, extending into the insulation. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high shock impedance measurements of 185 ohms and later 200 ohms. The patient was brought into the clinic and noise could be induced with isometrics. The electrode tip was over the pectoral muscle, and a few isolated oversensed beats could be noted on the subcutaneous electrocardiogram (s-ECG). Subsequently, the patient underwent a revision procedure, and the s-ICD and electrode were explanted and replaced. No additional adverse patient effects were reported.